Event description:
The account generated a (B)(6) architect anti-hvc with lot 14240li00 on a patient who tested architect anti-hcv (1.30 s/co) with a different reagent lot. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, (B)(4), that has a similar us product distributed in the us, architect anti-hcv, (B)(4). (B)(4). Retained reagent kit of architect anti-hcv reagent, list number (B)(4), lot number 14240li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results. Reagent lot 14240li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data, it was shown that the sensitivity performance is not adversely affected. As part of this evaluation, a review of the complaint records for the affected lot number was performed. This review did not identify any problems relating to the complaint issue. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Additionally, ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends and no nonstatistical trends identified for the complaint issue. Based on the evaluation, it has been determined that architect anti-hcv reagent lot number 14240li00, identified in this complaint, are performing acceptably.